Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as initial product that was revised was competitor product. This was not a revision of biomet product.

Event description:
It was reported that patient underwent a left total hip arthroplasty approximately on an unknown date. Subsequently, a revision has been indicated due to wear of the acetabular liner; however, no revision has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.